Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from a patient sample using the vitros 5600 integrated system. A definitive assignable cause could not be determined. Although service actions were performed, there is no definitive evidence to suggest an instrument malfunction is related to the event. Although there was no indication the vitros tropi es reagent issue contributed to the event, within lab precision is higher than expected for level 1. Based on historical qc data and the fact that low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml, an unknown reagent issue cannot be ruled out as a contributing factor. In addition, pre¿analytical sample processing could not be ruled out as a contributing factor, as the customer is not following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: 0.210 ng/ml and 0.441 ng/ml vs. <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected results were not reported from the laboratory. No treatment was altered, initiated, or stopped based on the higher than expected result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).